Manufacturer narrative:
This is 1 of 2 mdrs related to this event. Please see MDR number: 2242816-2011-00091 supp 1.

Manufacturer narrative:
This MDR is 1 of 2 mdrs relating to the same reported event. Please also see MDR:2242816-2011-00091.

Event description:
It was reported that, during the procedure, the inner screw sleeve broke off into the screw as the surgeon was screwing it in. The screw was removed and replaced. Patient outcome: no adverse effect reported as a result of this event.